Event description:
Error description, description of the event: the facility received an order for bd safety-lok insulin 1ml syringes. However, the package contained 1 ml tb syringes. Investigation results: after review of the above issues, the following was determined. Type of medication error: incorrect product, was the medication administered to the resident: no. Area where error occurred: dispensing and final review. Medication(s)/product(s) involved: bd safety-lok insulin 1 ml syringe vs 1ml tb syringes. Order error potential: low root cause: the dispensing tech deviated from established policy and procedure and did not properly scan the bar code of the product against the bar code in the pharmacy system. The pharmacist deviated from policy and procedure and did not verify the medication in the card to the image on the computer screen and when different, ask to see original bottle. Medication administered to or used by the pt. No. Where did the error occur: long term care pharmacy. Pt counseling provided: unk. (B)(4).